Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit shuts itself off and power is fluctuating. There was no patient injury reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) stated, confirmed the powering off in the power activity logs along with a video fault code. Replaced video generator board. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. The failure analysis and testing department received the following parts associated with this complaint: kit (display monitor to video gen. Board), video gen. Board(part of kit), upper display monitor board(part of kit) and cable assy. (Part of kit) these parts were received with a reported unit failure message of unit shut down and code 118 in the logs. Performed visual inspection of these parts received and parts look to be in good condition. Installed all complaint parts into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual. The fat dept. Pumped the unit for 3 hours and could not verify the failure message of unit shut down and could not observe code 118. All parts passed testing. Retaining all parts in the fat dept. As per procedure. Video gen. Board(part of kit) is old part and no longer available and this is the reason the fat dept. Cannot be send back to the supplier for further analysis. Upper display monitor board(part of kit) the new supplier escatec will no longer accept swemco boards back for analysis. Further analysis is not possible. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5)

Event description:
N/a

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit shuts itself off and power is fluctuating.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.